Event description:
In the metacarpal section of wrist spanning plate, two 2.7mm hexalobe screws broke post operatively. Both were explanted.

Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2015-00014: screw 2.